Event description:
Complainant alleged that during biomedical depts routine testing and preventative maintenance of the device, the device main switch assembly was loos and failed to allow the correct energy level to be selected. The complainant indicated that there was no pt involvement in the reported failure.